Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from samples from multiple patients when tested on a vitros 3600 immunodiagnostic system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and the results are reportable. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4160 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4160 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. No precision testing was performed on the vitros 3600 system. Therefore, an instrument related issue could not be confirmed nor ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor of the event as it is unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation contributed to this event, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 4160. The most likely cause of the event was determined to be contamination of the environment with chlorine based cleaning solution that had leaked from an abbott instrument in the laboratory during routine cleaning. However, it was not possible to definitively establish this. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system. (B)(4).

Event description:
A customer observed non-reproducible, higher than expected vitros troponin I es (tropi es) results obtained from samples from multiple patients when tested on a vitros 3600 immunodiagnostic system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).